Manufacturer narrative:
An event patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the reported heart block appears to be related to procedural conditions. The reported unexpected medical intervention and surgical intervention were as a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm, c navitor with radiopaque markers was in a patient who had a bulky calcification into left ventricular outflow tract (lvot). The final implant depth was ncc- 8mm, lcc 10mm. After implantation of the device, the patient develop atrioventricular (av) block requiring a temporary pacemaker followed by pacemaker implantation. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm, c navitor with radiopaque markers was in a patient who had a bulky calcification into left ventricular outflow tract (lvot). After implantation of the device, the patient develop atrioventricular (av) block requiring a pacemaker implantation. The patient is stable,